Event description:
Review of reference repair order: (B)(4). Customer stated "intermittent foot switch". Ref e-complaint-(B)(4).

Manufacturer narrative:
Ref e-complaint-(B)(4). Investigation: x-inspect returned samples. Analysis and findings: a review of the 2 yr complaint history reveals similar issues. This unit was manufactured in 2003. Service & repair confirmed the complaint and had replaced the diaphragm to repair the device. The foot pedal has been known to fail due to a few reasons. The most common is the diaphragm which acts as the mechanism to make contact (for electrical current) to supply power to the unit. This particular failure is actually not due to the foot pedal portion of the device, but another component inside the housing. Air displacement pushes on a piston, via a diaphragm, into a switch to turn the power on. The foot pedal creates the air displacement to the pneumatic switch mechanism located in the housing of the unit. The diaphragm breaks down just enough to lose its seal and cannot function properly. The diaphragm material has been described as a rubber, possibly a latex. Given the appearance of a bad diaphragm it appears to have been exposed to excessive stimuli. Materials like latex are flexible hence the use in this application but its elastic properties can alter over time as well. In this degraded condition the sealing properties are impacted and it will not function as intended. The root cause for this complaint condition is being attributed to degradation of the diaphragm. Correction and/or corrective action: none - no applicable correction available to train to. The unit was repaired and returned to the customer. Sustaining engineering has successfully tested a replacement material made of silicone for use in assembly and repairs going forward, eng-test-10341-r. The IFU was also updated to add a safety check via ecn-20444, p/n 35387b. A service bulletin was issued to existing customers informing them to check for this issue and return the unit if needed. All product in fg and sk, as applicable, were reworked to replace the previous versions of the dfus on all applicable products. Was the complaint confirmed? Yes.

Manufacturer narrative:
Coopersurgical inc. Is investigating the reported complaint condition. (B)(4).

Event description:
Review of reference repair order: (B)(4). Customer stated "intermittent foot switch". (B)(4).